Manufacturer narrative:
No excessive no delivery alarms were noted during testing. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced high blood glucose over 400 mg/dl. Customer stated that the doctor said the insulin pump was not delivering insulin and she had been treating with manual injections. Blood glucose during the call was 275 mg/dl. During troubleshooting; the customer declined to check for air bubbles or insulin leaks and the settings, insulin was not expired and cannula not bent. She called back the next day to complete troubleshooting and the insulin pump passed the high pressure test but the customer requested it to be replaced. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.